Event description:
The customer has obtained a discordant result on one patient sample for the hemoglobin a1c_3 assay on an advia chemistry 2400 instrument. The patient sample was run on the advia 2400 and the result obtained was higher than the value when the sample was repeated on the same system. The sample was tested on an alternate platform and the value obtained matched the repeat result on the advia 2400. Initial and repeat values on the patient sample were reported to physician(s). There were no reports of adverse health consequences due to the high result obtained for hemoglobin a1c_3 on the patient sample.

Manufacturer narrative:
Siemens headquarters support center (hsc) contacted the customer, and was informed that this was an isolated single sample issue. The customer also informed hsc that the reaction curves were within specifications on the day the sample was run and that were no error messages on the instrument. The cause of the discordant hemoglobin a1c_3 result is unknown. The instrument is performing according to specifications as the reaction curve was within specifications and there were no error messages posted in the instrument files. No further evaluation of the device is required.